Manufacturer narrative:
The needle in question was returned, and a photo of it was also attached. On receipt, the cannula was examined, and its surface found to be striated, and not polished to a smooth finish. The complaint was confirmed based on the evaluation of the returned sample and attached photo. A device history review was reviewed and no qns or other issues relating to the reported defect were identified. Conclusion: the most likely root cause of this type of defect is that the needle was not processed correctly during manufacture, and did not have its outer surface finished as required. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the sample and photo provided.

Manufacturer narrative:
PMA/510(k): n/a - product is not distributed in the u.s. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, customer found foreign matter (looks like rust) on a 22 gx 1 in. Bd preset¿ syringe with attached needle. There was no report of serious injury or medical intervention.